Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to a high blood glucose of 725 mg/dl. She stated that the blood glucose was high so she changed the infusion set and the insulin but that it did not resolve the problem. Customer was treated with an IV drip. Nothing further was reported.